Event description:
It is reported that the patient was enrolled in the study and had ptca done. Patient had an mi on the same day as the index procedure. Re-intervention was carried out one day later and the patient expired 2 days post index procedure. There was evidence of stent thrombosis. Investigator assessed that the events were probably related to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of the procedure (death, stent thrombosis, mi).